Event description:
It was reported that the patient with this implantable pacemaker device exhibited infection and hematoma. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities and typical surgery-related damage is noted but is not considered abnormal. The device failed to trigger a replacement indicator during implantation and did not respect auto longevity measurement. The device was successfully interrogated, and the longevity calculation passed. The infection allegation was not confirmed but is a known risk of the device.

Event description:
It was reported that the patient with this implantable pacemaker device exhibited infection and hematoma. A revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.